Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of an unk artery with two xience stents, the pt experienced a dissection post implant of the second xience stent. The treatment was implantation of a third xience stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Dissection, as listed in the xience IFU, is a known adverse event with coronary stenting and not necessarily an indication of a product quality issue. There was no report of any device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." Likely the ptci is a secondary effect of the dissection. A conclusive root cause for the pt effect and the relationship to the device cannot be determined.